Event description:
It was reported that the patient was seen in the emergency room for twitching and complaining that the vns was not working. No programming equipment was available to the emergency room physician to check the vns. X-rays were ordered and it was reported that the patient would most likely be admitted for observation. The patient had recently undergone generator replacement surgery on (B)(6) 2014 and device diagnostics at that time were within normal limits. Attempts to obtain additional relevant information have been unsuccessful to date.